Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced light headedness after device settings were adjusted. The boston scientific technical services consultant referred the patient to the clinic. As of this time, this ICD remains in service. No adverse patient effects were reported.